Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent was deployed at an unintended site. Device issue: dislodged stent. It was reported that the procedure was to treat two lesions in the rca. One lesion was in the distal rca and one was in the proximal rca. The first stent was placed in the distal lesion with the help of a buddy wire. The buddy wire was then removed, and an attempt was made to place the stent in the proximal lesion. The stent delivery system (sds) was positioned in the lesion. However, when the device was inflated to deploy the stent, it was noted that the stent was not on the balloon. The stent had dislodged proximally onto the shaft of the sds. The stent was deployed proximal to the lesion site, so that it would not be lost in the vessel. Therefore, the stent was deployed at an unintended site proximally to the lesion where it was trying to be placed. The lesion was left treated with poba only. No add'l event or pt info was available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Results and conclusion summation - product performance engineering reviewed the incident info. It was reported that the stent had dislodged proximally onto the shaft of the sds. Historical data suggests that stent dislodgement may be caused by, but not limited to improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. In this case, the reported moderately calcified lesion may have contributed to the event; however, without the sds to examine, no determination can be made as to the root cause of the reported stent dislodgement.